Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01007. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during transurethral resection procedure, the tip was damaged and the fragments have been recovered. There was no extension of the procedure time and the procedure was completed using a different product. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide correction as this report was found to be a duplicate of an event already reported in 9610773-2024-33492 for a1-patient identifier (B)(6). Refer to that report for all relevant information on the event.

Event description:
No additional information from customer.